Event description:
Related manufacturer reference number: 2017865-2023-50188. It was reported the patient presented for a leadless pacemaker (lp) implant procedure. During re-docking, the lp spontaneously released from the delivery catheter. The lp migrated to the pulmonary artery where a retrieval catheter was used to successfully retrieve the lp and exchanged it for a new device. Upon external inspection, the delivery catheter was seen to have pinched and misaligned tethers. The patient was stable.